Event description:
Caller reported blood glucose results of "in the 400s" mg/dl and "in the 120s mg/dl" within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.